Event description:
Patient was scheduled for left total hip replacement. During or room set-up, circulating nurse was opening the packaging of a sterile gown when a bottle of fingernail polish dropped onto sterile field. The fingernail polish apparently had been contained within the gown's packaging. The sterile field was considered contaminated - was torn down and re-prepared. According to the packaging, the gown was made in china.